Manufacturer narrative:
Returned screw was examined under magnification. Screw failed at the transition between the locking head and shaft. Fracture site appears brittle, indicating a single overloading event from excessive torque caused this failure. Additional mdrs associated with this event: 3025141-2017-0258: screw 1, 3025141-2017-0259: screw 2, 3025141-2017-0261: screw 4, 3025141-2017-0262: driver.

Event description:
During an orthopedic surgery, four screws and a driver broke.